Event description:
It was reported that during a f/u an alert for low hv lead impedance and noise was observed on several stored electrograms. An ineffective shock was delivered for vt. During capacitor charging. Another alert was noted stating possible failure of the output circuit. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this repot only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of output anomaly was confirmed in the lab via stored egms. Analysis indicated internal damage to the circuitry from the shorted lead. The device was tested on the bench and using automated test system and performed according to spec. No anomaly was found. The ineffective shock was charged as programmed. The cause of the output anomaly is the result of a damaged associated right ventricular lead.